Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger was resetting and was unable to charge a battery pack. Upon evaluation, the q1 transistor was internally shorted. The root cause of the shorted component cannot be positively identified. No adverse event resulted form the damaged component. The last patient to use this charger/modem did not report any deficiences.

Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) would not charge a battery pack. The last patient to use this battery pack did not report any deficiencies.